Event description:
The patient was explanted due to a staph infection at the pocket site. The patient was treated with intravenous therapy. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect device components involved in the event: model # - sc-2180-50cm. Description - scs lead - 8 contacts. Model # - sc-2180-50cm. Description - scs lead - 8 contacts. The explanted devices were discarded by the medical facility, therefore, they will not be returned for evaluation.